Event description:
It was reported that the zimmer skin graft mesher was chewing up skin. Customer follow-up communication found no patient harm occurred in this incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 12 years old and was last returned to the manufacturer for repair on (B)(4) 2012. Inspection demonstrated that the comb and all five cutters were seen to be damaged. This was likely caused by the incorrect insertion of the cutter, which could damage the comb and cutter. In a (B)(4) time period since previous repair, unit also incurred damage to the side plates, roller and gear. Improper handling by user most likely cause the damage to the unit. The cause of the reported issue is most likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.